Event description:
Baxter reported "leakage was noted around the connection between the spike of the transfer set and a port of the solution bag." There was no patient injury or medical intervention associated with the incident according to baxter.